Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that the hemopro broke. It was reported that the event took place sometime in march. The hospital did not report any patient effects. The hospital intends to return the product in question. The hospital was unable to provide any additional information.